Event description:
It was reported that the patient experienced a nose bleed for 15-20 minutes and could not get it to stop. Their nose was packed to get the bleeding to subside. The patient refused transfer and was discharged home. The bleeding resolved without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported nose bleed could not be conclusively established through this evaluation. The patient remains ongoing on (B)(4) with no further reported issues at this time. The device history records were reviewed for the heartmate 3 lvas, serial number: (B)(4), and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.